Event description:
The following was reported by the patient: a peritoneal dialysis patient has reported that patient line became disconnected from catheter in the middle of the night and most of the patient's solution drained out. Patient was unsure whether the line disconnected itself in the night or if she disconnected herself while half-asleep. Patient had no adverse effects from the incident and required no medical intervention. There was no need for any prophylactic antibiotics. She continues with the ccpd program. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.